Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet, leading to intermittent communication failure between the cgm and pump; during the call the user was guided to re-pair the sensor, after which sensor pairing was completed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between systems, consistent with intermittent communication failure, and implicated device components included the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.